Manufacturer narrative:
(B)(4). Medical products: g7 neutral liner # item 010000857 lot 2921390; cer bioloxd option head # item 650-1057 lot 773770; taperloc stem # item 51-108060 lot 2479105; g7 acetabular shell # item 010000663 lot 2804310. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06149, 0001825034-2018-06153 and 0001825034-2018-06147. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the estmated blood loss was 1700 ml during revision due to periprostheitc femoral fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes provided. Revision op note shows estimated blood loss 1700ml. The patient was revised due to increased pain, leg length inequality, chronic periprosthetic fracture with a grossly loose stem. Cerclage cables placed to reduce the lesser trochanteric chronic fracture. Cup and liner left intact. Femoral head/neck and stem replaced. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes provided. Revision op note shows estimated blood loss 1700ml. The patient was revised due to increased pain, leg length inequality, chronic periprosthetic fracture with a grossly loose stem. Cerclage cables placed to reduce the lesser trochanteric chronic fracture. Cup and liner left intact. Femoral head/neck and stem replaced. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.